Event description:
A customer reported that during cataract surgery, the unit did not recognize the footswitch. A second system was used to complete the procedure and there was no harm to the patient.

Manufacturer narrative:
The facility did not request service, however a replacement footswitch and cable was ordered. The replaced footswitch is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).